Manufacturer narrative:
On (B)(6) 2021, mentor became aware that under the previous initial submission, fields d8 and d9 were mistakenly left blank. The fields have been correctly updated to "no" on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4), d8 and d9.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, mentor became aware that under follow up 2, it was mistakenly stated that the report is for the right side. It should have said "left". This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 28, 2025, mentor became aware that the patient also experienced bilateral skin reaction. Hence, coding has been added/updated accordingly under section h on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent revision breast augmentation surgery with 550cc mentor memorygel breast implant on the right side, and with unknown size unknown gel implant on the left side on (B)(6) 2007 experienced breast implant rupture on the right side. On (B)(6) 2021, mentor became aware that patient experienced bilateral breast implant rupture confirmed by MRI and complicated with granuloma in the left axilla. At this time, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device. Please see manufacturer report number 1645337-2021-02781 for right side issue.